Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of the first proglide device were successfully placed. Reportedly, the foot of the second proglide device could not be retracted and the device could not be removed. Forceps were used to enlarge the puncture site and slowly remove the proglide device and the sutures of the first proglide device [proglide use abandoned]. The guide of the 2nd proglide device was found broken at the plastic and metal connection; however, the device was held together by the actuator wire. Minor vessel damage occurred, which was not treated. Manual arterial compression was applied to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.